Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had experienced hyperglycemia. Customer's blood glucose level at the time of incident was 407 mg/dl and current blood glucose level was 213 mg/dl. Customer did allege that insulin pump was under delivering insulin. Insulin pump did not send the insulin never showed an alarm. Troubleshooting was performed and insulin pump failed high pressure test. The customer continue use of device.